Event description:
A malfunction was reported on the pump. There was no reported impact to the customer¿s blood glucose level. The customer support team provided pump reset instructions and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out again if the issue reappeared.